Event description:
(B)(6) nurse of the hospital reported to our sales rep that she was observing a surgery procedure. During this, she observed that a missing drilling occurred during the surgery. It was not possible to lock the nail distal. There was a delay of 15 minutes.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.